Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2013 and system mode diagnostic results revealed high impedance (dc-dc code 7). The device was tested again on (B)(6) 2013 and high impedance persisted. The device was not disabled. No patient adverse events were reported. No known surgical interventions have occurred to date.